Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and the displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. All operating currents are within spec. And no unexpected low battery alert, power loss alarms, replace battery alerts, failed batt test/failed battery alarms, or replace battery now alarms noted during testing. The pump primed properly during testing and no bg meter communication errors occurred. The pump was receiver with cracked select button keypad overlay, serial number label faded, and end cap address label peeling. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated fill cannula was recorded in the history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.